Event description:
The customer called technical support (ts) reporting that the device has an error code 1122 blower temperature too high alarm message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer verified there is a code 1122 in the significate log, and noticed the 2 filters were very dirty. He plans to change the filters and have the unit run for many hours, then perform the pvt. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer stated the filters were changed and ran the unit for the night, and no problem was found. During testing, there was an issue with the o2 mix accuracy test at 60%. The rse advised the customer to replace the flow sensor assembly to correct. The customer acknowledged and will order the part. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined.